Event description:
It was reported that there was low impedance on the patient's right atrial (ra) lead. It was also noted that the p-wave measurement was low. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Low atrial pace impedance (19 ohms) noted in the weeks of (B)(6) 2015. There was low impedance again on (B)(6) 2015 (57 ohms) and (B)(6) 2015 (19 ohms). Diminished atrial sensing noted on weekly sending trend starting (B)(6) 2015. Concomitant medical products: 0085 boston scientific lead, implanted (B)(6) 2008. (B)(4).